Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was t-wave oversensing (twos) and low percentage of biventricular pacing. The device was reprogrammed. The device and right ventricular (rv) lead remain in use. The patient is enrolled in the adapt response clinical study. No patient complications have been reported as a result of this event.